Event description:
It was reported that patient underwent a procedure utilizing meniscal repair devices on (B)(6) 2011. During the procedure, the surgeon had difficulty deploying five devices that were attempted for use. The procedure was completed without injury to the patient or significant delay.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2011-00642 / 00645). (B)(4).